Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that multiple low flow and low speed alarms occurred. The system controller was exchanged, and it was reported that the pump stoppages and speed decelerations resolved. The lvad clinicians reported that pump thrombosis was suspected. On (B)(6) 2017, lvad support was discontinued. It was reported that the ¿vad was deactivated¿. At the time of the report, the patient remained alive without lvad support. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted; however, the system controller that was exchanged was returned for evaluation. The report of pump stoppages and low flow and low speed alarms were confirmed based on the evaluation of the retrieved and submitted system controller log files; however, a specific cause for these events and the reported suspected device thrombosis could not be conclusively determined. The retrieved data log file from the returned system controller contained approximately 10 minutes of data (dated 12:15am to 12:26am on (B)(6) 2017, according to the timestamp). The log file captured frequent drops in pump speed below the low speed limit along with frequent pump stoppage events. During these events, frequent power elevations, up to 26 watts, were captured. These events occurred on power module support. Review of the submitted log file from the backup system controller captured approximately 9 hours of data (dated 12:28am to 9:44am on (B)(6) 2017, according to the timestamp). The log captured a drop in pump speed below the low speed limit along with a pump stoppage event which lasted approximately 3 seconds. In addition, the log file also captured multiple power and flow elevations up to 14watts and 12 lpm, respectively. The patient's lvad was deactivated with the driveline cut at skin. The patient was put on hospice in the hospital. No further related issues have been reported. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.